Manufacturer narrative:
Liner is not registered in the USA thus the femoral head is the main complained device in this report.

Event description:
It was reported that a revision surgery was performed due to breakage of liner.

Manufacturer narrative:
(B)(4).